Manufacturer narrative:
The field service engineer (fse) found the reaction cells were misaligned and low gear pump pressure. The fse realigned the reaction cells and adjusted the gear pump pressure. The precision run was acceptable. The customer ran calibration and qc that was acceptable. The investigation determined that the calibration and qc were acceptable before the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable gluc3 glucose hk results for 1 patient sample tested on a cobas 6000 c (501) module. The initial result was 4 mg/dl on the c (501) module. The customer received a sample probe alarm after the result. The patient was tested on an abbott precision xe pro from a fingerstick and the result was 128 mg/dl. The initial sample was repeated on the c (501) and the result was 116 mg/dl. The repeat result was deemed to be correct. The questionable result was not reported outside of the laboratory. There was no adverse event. The gluc3 reagent lot number was 35720801 with an expiration date of 31-oct-2019.